Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was about to give a bolus for lunch and then he received a motor error alarm on the insulin pump. Customer also received a motor position encoder error alarm and a motion sensor test failure alarm. Customer stated that the drive support cap appears normal. Customer performed the displacement test and the test passed. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump.